Manufacturer narrative:
A bec field service engineer (fse) contacted the customer to perform troubleshooting via telephone. The customer discovered that it was the sampling syringe leaking not the probe, which had driven past the start cycle switch causing diluent to leak from the sampling syringe. The customer was instructed to manually move the sampling syringe then reset the instrument to correct the issue. This resolved the leak. The aspiration probe as initially reported was not associated with the leak. Failure mode is related to the sampling syringe. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
A customer contacted beckman coulter (bec) reporting a leak of approximately 1 ml of diluent coming from the probe assembly on top of the bath cover of the coulter act 5 diff cap piercer (cp) analyzer while running patient samples. No patient results were produced for the first patient sample run; the customer obtained all zeros for all parameters. The leak was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the incident. The material safety data sheet (msds) was not reviewed. There is an exposure control / risk management plan in place at the facility. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. No erroneous results were generated in connection to this event.